Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to loss of correction and the medial implant being displaced. The patient was non-compliant, fell down, and injured her foot. Upon removal of the hardware, it was confirmed the medial cuneiform was fractured. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to loss of correction and the medial implant being displaced. The patient was non-compliant, fell down, and injured her foot. Upon removal of the hardware, it was confirmed the medial cuneiform was fractured. Additionally, it was noted that the patient had rheumatoid arthritis and poor bone quality. The surgeon chose not to replace the implants at that time. An update from the surgeon indicates an external rail was later inserted and the patient continued to be non-compliant. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is patient non-compliance and poor bone quality. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same removal surgery were reported in 3011623994-2025-00109.